Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va044he, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient¿s battery had to be replaced they had stimulation up to 7.2v and the patient had their complete system replaced on (B)(6) 2014. The system was replaced because the battery shorted out and was melted and they thought it was just the battery, but when they went in to replace the battery the leads were fused or melted to the battery so the whole system was replaced. The patient had an EKG on (B)(6) 2014 and they had the stimulation up to 7.2v during the EKG so if affected the accuracy of the EKG and they ended up having to do a stress test. The manufacturer representative told them the system should operate at 2 or 3v and when stimulation was ¿that low it should affect the EKG results.¿ the manufacturer representative was not at the surgery, but reported that the patient had a normal battery replacement due to extra high settings. There was nothing melted with the implantable neurostimulator (ins) or leads and they did not know what the patient¿s family member was talking about as it was a normal replacement for end of service (eos). The patient had high settings because the nurses at the office were not programming the patient well and the patient was programmed after the new device was implanted at a much lower setting and was receiving therapeutic effect. The ins and the leads were not available for return as this was a normal change out so the hospital would have disposed of them.

Manufacturer narrative:
(B)(4).